Event description:
The following has been reported: biomed reported: "air in line constantly. No patient harm or any active infusion stopped. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (downstream air sensor). The device was attached to a bracket and powered on, no alarms or errors occurred. An infusion was not able to be run on the device due to a constant air in line message after a cassette was loaded on to the device. Log files were reviewed and a set ID failure was found. The device was opened to inspect for internal damage and perform testing on the set ID. No internal damage was identified. The set ID was run through functional testing and failed, indicating an ail sensor failure. The set ID will be replaced during the repair process.